Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Event description:
As reported, the patient came in for treatment of pcom. The size is 3 x 3 mm. The stent could not be released and changed to use the same one. Another device was used to complete the procedure. Because the patient has the infectious disease, the samples were discarded.

Manufacturer narrative:
Additional information was received reporting that after placement of the enterprise stent at the target site the stent could not be released from the prowler select plus microcatheter. It was further reported that the microcatheter was exchanged over a guidewire; thereby retaining target site position. The procedure was continued with similar devices with no patient injury. This would indicate that the enterprise vrd system was removed from the patient while the microcatheter remained in place followed by exchange of the microcatheter over a guidewire. Based on the additional information reporting removal of the enterprise from the microcatheter and exchange of the microcatheter over a guidewire without loss of target site position there is no associated injury and it is remote that an injury would occur if this type of event were to reoccur. Therefore, based on this additional information this product issue does not meet the requirements for submission of medical device reporting.